Manufacturer narrative:
The reported events were dislodgment, failure to sense, and oversensing. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to sense, and oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during the patient¿s pre-discharge check, that the right atrial (ra) lead was over-sensing the ventricle signals and not sensing the right atrium. An x-ray showed that the ra lead had dislodged and dropped into the ventricle. The lead was explanted and replaced with a new ra lead. The patient was discharged and stable.